Event description:
It was reported that the ec45a release button can not work. Device was locked on tissue. Change to a new device to cut the tissue where locked and remove the impact product. No negative outcome. Patient is fine.

Manufacturer narrative:
(B)(4). Batch #: unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.